Manufacturer narrative:
Per the tandem user guide: do not used expired insulin.

Event description:
It was reported that an occlusion alarm occurred. The customer noticed air bubble in the tubing and indicated they were using bad insulin, which is off label use. There was no adverse impact to customer¿s blood glucose level. The customer successfully delivered a bolus and resumed insulin therapy.